Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. Corrective actions are being investigated by the supplier and the complaint sample was manufactured prior to implementation of any corrective actions. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported the powerloc max was indwelling for 4 days. Patient received a blood transfusion through y-site (site most proximal to patient). Blood was leaking where needleless connector was attached. The y-site was reported to be leaking during a blood transfusion on the 4th day. There was blood exposure to both patient and nurse.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdss0033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the powerloc max was indwelling for 4 days. Patient received a blood transfusion through y-site (site most proximal to patient). Blood was leaking where needleless connector was attached. The y-site was reported to be leaking during a blood transfusion on the 4th day. There was blood exposure to both patient and nurse.